Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within three week post implant, the right ventricular (rv) lead exhibited high threshold alerts, reduced r-waves, out of range impedances in both unipolar and bipolar configurations. Dislodgement was confirmed under fluoroscopy. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.